Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.